Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that ever since the patient went camping on (B)(6) 2018, they had been experiencing shocking whenever they were touching water or metal. It was also reported that the stimulation was stronger now, painful, when they were trying to void. It was noted that the patient had called the healthcare provider¿s office and was directed to turn that stimulation down or off, but the patient was concerned that they "could become completely blocked" if they turned stimulation off; the device really helps them. It was recommended that they track their programming and experiences and follow up with their healthcare provider. The next available appointment was (B)(6) 2018, and they were put on a cancellation list. No further patient complications were reported.